Manufacturer narrative:
Section g: there is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. H3: medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after one hour of being connected to the patient, the pb560 ventilator "stopped pumping air" as the turbine was not working properly, and the unit generated an alarm. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
Section d5 updated. Section h6 evalution codes were updated due to device evaluation method code (annex b): remove b21 and add b01 result code (annex c): remove c21 and add c13 conclusion code (annex d); remove d16 and add d02 component code (annex g): remove g07003 and add g07001 h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that after one hour of being connected to the patient, the pb560 ventilator "stopped pumping air" as the turbine was not working properly, and the unit generated an alarm. The device was available for evaluation.the service personnel (sp) inspected the unit and confirmed the reported issue that the turbine was not working properly and recommended that the turbine and turbine control board be replaced. The cause of the event was isolated in the field to a potential fault in the turbine and/or turbine control board. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.